Manufacturer narrative:
During a pci, as the physician opened the package of a cypher product, it was noted that product appeared to have a kink in the shaft. However, the physician continued to use the product and while advancing in the guiding catheter, the shaft suddenly broke inside the catheter. The physician carefully withdrew the product and another product was used to complete the procedure. The device will be returned for investigation. There was no patient injury reported. The reporter indicated that the device was not resterilized and it was prepared following IFU instructions. The IFU warns to never try to straighten a kinked hypotube. Straightening a kinked metal shaft may result in breakage of the shaft. One non-sterile cypher select+ 3.50 x 33 mm was received cut in 2 parts inside a plastic bag. The shaft was broken at 73 cm from the proximal end. The section where the shaft got broken appeared as if it had been kinked before it got broken. There were other kinks and bents detected on the stent delivery system. The stent was crimped and correctly mounted between the marker bands. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaints. The failure reported as "body/shaft separated" was confirmed, the exact cause of failure could not be determined; however, it may be caused by the kink. The failure per "kinked/bent prior to use" could not be confirmed. The cause of failures experienced by the customer, and the bents and kinks found during the analysis could not be determined. Controls to detect bents and kinks on the sds such as 100% inspection are in place in the manufacturing lines. Neither the DHR review nor the product analysis suggests that the failures are manufacturing related, therefore, no actions will be taken. There are possible procedural factors (device manipulation) that may have contributed to these events.

Event description:
This is an incident that was received from a staff nurse. The patient commenced therapy with accusol 35 5000ml. All 4 bags of accusol were mixed and were connected to the crrt machine. After therapy was started precipitation was observed between degassing chamber and predilution pump and after predilution pump. No specific alarm was noticed before the event. After identification of the precipitation the treatment was discontinued. No sample is available for evaluation.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, when the surgeon opened the package of a 3.5x33mm cypher select + stent it seemed that there was a small kink at the shaft but the surgeon continued to use the product. During the advancement in the guiding catheter, the shaft suddenly broke into separate pieces. Fortunately, the stent had not reached the lesion, so the shaft was broken in the catheter, not in the patient. The surgeon carefully withdrew the product and changed another to complete the procedure. There were no adverse consequences to the patient who was discharged following the procedure. The device will be returned for investigation. The device was not resterilized. It was prepped following IFU instructions and no difficulty was encountered flushing the sds or connecting the hub to the indeflator device. There were no anomalies were noted during or after the device was prepped. The pci was being performed on a 70-80% occluded lesion in the rca with little calcification and little vessel tortuousity.